Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. Physio observed a high voltage loss at the battery wire harness and determined that the cause of the reported issue was likely due to an excessive voltage drop that triggers the power fail detector circuit on the power board. Physio replaced the battery pins and tightened the battery wire harness and now the voltage loss measures within tolerance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during patient use. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. Physio observed a high voltage loss at the battery wire harness and determined that the cause of the reported issue was likely due to an excessive voltage drop that triggers the power fail detector circuit on the power board. Physio replaced the battery pins and tightened the battery wire harness and now the voltage loss measures within tolerance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4). Physio-control evaluated the customer's device and duplicated the reported issue. Physio downloaded the device's electronic records and verified the reported issue. Physio observed a high voltage loss at the battery wire harness and determined that the cause of the reported issue was likely due to an excessive voltage drop that triggers the power fail detector circuit on the power board. Physio replaced the battery pins and tightened the battery wire harness and now the voltage loss measures within tolerance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during patient use. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.